Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed hemolysis on the first day. The patient's urine was red and the lab results came back hemolyzed. As the positioning of the pump was verified to be correct, the staff was advised of other means to treat the hemolysis. Cardiology declined further troubleshooting/treatment for the condition and support with hemolysis lasted two more days until the device was explanted. Care was withdrawn and the patient expired. Abiomed does not have enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿. Potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Pump was not returned for investigation. Data logs were reviewed and there were no motor current spikes or positioning issues observed. The root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information provided and data logs were inconclusive. The instructions for use referenced in the initial report are found in the IFU for impella cp with smartassist system in section: suction , section: hemolysis, section: use of echocardiography for positioning of the impella catheter, and section: potential adverse events (united states) which now includes cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, section h10 has been revised from the initial submission.